Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced hypoglycemic episode went to ER and admitted to the hospital.

Manufacturer narrative:
User reported a hypoglycemic event and mentioned that blood sugar level was 61. The user went to ER and was admitted to the hospital. No additional event details were provided like event time, sensor glucose (sg) value and alert information. Multiple emails were sent to the clinical team to gather additional event details. However, no response was received. Thus, no further confirmation or investigation of the event was possible. B4. Date of this report 14 august 2025. G3. Date received by the manufacturer? 14 august 2025. H6. Health effect -impact code updated to 4648. H6. Health effect -impact code updated to 4648. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.